Event description:
It was reported that the patient underwent an unspecified spinal fusion procedure using rhbmp-2/acs. Reportedly, the product caused an injury and damage to the patient. No additional information was provided.

Event description:
It was reported that the patient was diagnosed with degenerative kyphoscoliosis with segmental instability. The patient underwent a right trans-psoas discectomy any interbody fusion using rhbmp-2/acs at l1-l2-l3-l4. Following the surgery, the patient continued to experience severe lumbar instability and pain. Approximately 17 months post-op, the patient underwent a second surgery where it was determined that the disc space at l3-l4 had not healed well, necessitating refusion with instrumentation. Degenerative spondylosthesis at l4-l5, disc degeneration at l5-s1, diffuse lumbar spondylosis and underlying osteoporosis were also noted. Reportedly, despite the revision surgery, the patient "has continued to suffer extreme pain and disability as a consequence of the adverse side effects of the use of" rhbmp-2/acs.

Event description:
It was reported that the patient presented with intractable mechanical low back pain. Patient was comfortable sitting and in bed. Symptoms are brought on with activity with prolonged standing and walking. The patient had selective facet blocks at l1-2, l2-3 and l3-4 with excellent relief of symptoms for 2.5 weeks. The patient underwent a right transpsoas discectomy and fusion at l1-l4 using rhbmp-2/acs. Peek cages were packed with rhbmp sponges, and the cages were then placed satisfactorily in the interspaces under continuous ap and lateral fluoroscopic guidance across to the opposite side. Approximately 1.5 years post-op, the proximal two spaces appeared to have healed well. The distal space at l3-4 did not heal well and there was severe underlying spinal stenosis at l3-4, moderate to severe spinal stenosis at l4-5, mild degenerative spondylolisthesis at l4-5, marked disc degeneration at l5-s1, diffuse lumbar spondylosis and diffuse lumbar scoliosis and underlying osteoporosis. The patient was diagnosed with pseudoarthrosis at l3-l4. 513 days post-op, the patient underwent partial laminectomy l3-4 and l4-5 with decompression of spinal stenosis. Pedicle instrumentation l3-4 using monarch titanium. Posterolateral and intertransverse fusion l3-4 using local bone. Per the operative notes, surgeons "took care to preserve as much facet joint as possible at the l4-5 zone. This seemed relatively stable. We elected not to do instrumentation and fusion at l4-5 even though the patient may later require surgery at l4-5 and l5-s1."

Event description:
Preoperatively, the patient reported intermittent pain and numbness in the right leg region and a bent-over posture orientation. The pain is from the anterior thigh to the knee and down his leg. The dominant pain is lumbar, up and down the lower back. No numbness, tingling, or weakness. The patient has been undergoing physical therapy treatments and injections to treat his symptoms. Imaging showed severe spinal stenosis at l3-4, moderately severe at l4-5. Fusion at l3-4 may not be healed, some motion present. Patient also has significant underlying scoliosis and a tendency to tip forward in posture. Multilevel lumbar spondylosis condition. Grade I spondylolisthesis at l4-5, marked disc degeneration at l5-s1, and marked disc degeneration at t12 and l1 and in the thoracic spine as well. Patient was recommended for fusion at l3-4, l4-5. Four days post-op, the patient had radicular nonspecific complaints in his proximal thighs on both sides. "The exact cause for the referred pain was not determined and he will be given a one time shot of decadron and will then progress with physical therapy." Five days post-op, the patient was doing well overall, but reported persistent right radicular complaints in his thigh. Testing indicated that he was neurologically intact. Surgeon noted that this may possibly be myofascial type pain. X-rays were reviewed, but appeared fine. Patient was discharged. At 106 days post-op, in an office visit, the patient continues to have pain in the low back, increasing during the day. No numbness or paresthesia. No muscle weakness. Cannot maintain upright posture for more than a few minutes. Patient had cva involving the right side of the face, right leg, and right arm 121 days post-op. At 190 days post-op, in an office visit, the patient continues to note pain in the low back. He is walking with a cane. Surgical options were discussed. Patient opted to pursue a conservative approach. At 313 days post-op, in an office visit, the patient continues to experience pain in the lower back in addition to dorsolumbar pain. Patient is progressing in physical therapy. At 365 days post-op, x-rays showed thoracolumbar scoliosis is present convex right, unchanged from previous images, with degenerative disc disease at t12-l1. Negative for angular or translational instability between flexion and extension. There is wedging of the thoracolumbar vertebral bodies in the concavity of the curve. There is ddd at l5-s1 but not well evaluated. Sacroiliac joints are preserved.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.